Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro c-ring broke. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. When the maquet sales rep picked up the device from the hospital, he observed that half of the c-ring was missing and the other half was still attached to the c-ring slider wire.

Manufacturer narrative:
Investigation results: the device was received with the c-ring split (broke) in half and still attached to the c-ring slider wire. The broken c-ring half which is normally attached to the scope wash tubing was not returned with device. A visual inspection found that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The most likely cause of the c-ring breaking in half is that it came in contact with the hemopro hot jaw while the jaw was energized. The reported complaint for c-ring broke is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.